Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by -14.45%. No patient injury reported.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log no evidence of the reported issue. To further investigate, a functional test was performed. Customer problem was duplicated. The pump was found to be under-delivering to the manufacturing specifications. It was recommended that the expulsor assembly be replaced. No further actions taken.